Manufacturer narrative:
A supplemental report is being submitted for investigation summary.; additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed a controller fault alarm was logged on (B)(6) 2025 at 03:04:02, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2025 at 03:13:46, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis also revealed intermittent decreases in power consumption and estimated flows within the analyzed period and two (2) low flow alarms logged since (B)(6) 2025. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the vad disconnects can be attributed to a physical disconnection of the driveline from the controller, and/or the controller being powered on without the driveline connected. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.  Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #:  1420 / expiration date: 31-jan-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-jan-2021 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to a depleted internal battery. Review of log files also revealed that the ventricular assist device (vad) exhibited a low flow alarm. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.